Event description:
Hold for mb 10.7 during a check-out procedure at the manufacturer's service center, the device's lcd screen had blacked out and a failure of the keypad was observed. The device was not in patient use. The device's lcd and front panel board were replaced to address the issue.